Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used during an unspecified procedure. The instrument misfired. The hosp has reported that no pt injury occurred.